Manufacturer narrative:
(B)(4). The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that during a vaginal prolapse repair procedure using an uphold vaginal support system, the first leg assembly was placed successfully. As the physician was placing the second leg assembly, she encountered excessive resistance, and the needle detached and fell on the floor, outside the patient. The physician reportedly completed the procedure using this device, in addition to stand-alone sutures (type and manufacturer unknown) with no complications to the patient, who is reportedly fine and over 18 years of age.